Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Based on the results of the investigation, it is likely that high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. A definitive root cause of the reportable issue could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the plastic distal end cover burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.